Event description:
A report was received that the patient had excessive redness at the ipg pocket site. The patient was prescribed with keflex and the redness has been resolved. The physician believed it was procedure related.